Event description:
It was reported that during the implant procedure, attempts to reposition the left ventricular lead were unsuccessful; the guidewire could no longer be inserted in the lead. The lead was not used and a new lead was implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.